Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that the insulin pump was not delivering insulin. The customer's blood glucose was 245 mg/dl at the time of incident. The customer's blood glucose was 229mg/dl at the time of call. The customer stated that the insulin pump the insulin did not come out but the insulin pump showed that it did. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Inserted a water test reservoir, programed several bolus and primed. The insulin pump delivered properly. The insulin pump was received with minor scratched lcd window, cracked case at the display window corners, cracked battery tube threads and cracked reservoir tube lip.